Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
A pt presented with symptoms resulting from aortic occlusive disease and was treated endovascularly with a trunk-ipsilateral leg component. The aortic stenosis was approximately 7 cm below the lowest renal, just proximal to the bifurcation of the endograft. The contralateral limb of the trunk did not open after the endograft was deployed. Several attempts were made to cannulate the contralateral gate without success. A femorofemoral procedure was performed and the trunk was left in place (a second device was not used). The pt tolerated the procedure.